Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Changing your pod chapter 3 / page 24: warnings: do not use a pod if it is past the expiration date on the package. For: omnipod insulin management system ¿ user guide model: ust400, 17845-5a-aw rev b 09/17.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than one hour and there were no noted changes in patient's blood glucose levels.